Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassette leaked; further described as "leak coming from the very end of the supply line". This occurred during preparation of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available. However, two companion samples were received for evaluation. A visual inspection was performed with naked eye, and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.